Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the screen of the heartstart xl was damaged due to the defibrillator being dropped. There was no patient involvement.